Manufacturer narrative:
The event of "bacterial infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.

Event description:
Healthcare professional reported through an abbvie sales representative "patient grew out two types of cut bacterium avium inside the capsule" and "patient also had flu like symptoms". This record is for the left side. The device was explanted.